Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 252 mg/dl. It was stated that the customer felt very dizzy and couldn't focus on anything. The caller stated that, while the customer was in the hospital, a bolus was given using the bolus wizard. The caller felt that the bolus wizard calculation was not correct. The caller also stated that the insulin pump was downloaded, and all of the blood glucose readings for the past month were 100 mg/dl. The caller knew that this was not true as he has watched his son enter different blood glucose readings. The hcp did review the insulin pump settings, and stated that they were all correct. The caller did not have the insulin pump with him for troubleshooting, and stated that the customer does have an appointment with his diabetes educator. Advised the caller to monitor the insulin pump, and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.